Event description:
Customer called stating that her meter is not working correctly. She states that the meter was not turning on, and that the battery symbol on the display was blinking. She states that she ended up in the hosp where her blood glucose was reported as 455 mg/dl. She was given insulin at the hospital. Customer asked to return meter for further evaluation and a replacement was provided.